Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ shielded IV catheter 22ga experienced needles that would not retract. The following information was provided by the initial reporter: insyte auto-guard IV catheter safety mechanism fails to retract the needle. Only one patient was impacted, no additional medical intervention was required, they simply needed additional hands to retract the needle from the catheter safely. They pulled a few additional insyte auto-guard catheters from their packaging and tested the safety mechanism; however the safety failed to retract the needle on those as well.

Manufacturer narrative:
Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident.  A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ shielded IV catheter 22ga experienced needles that would not retract. The following information was provided by the initial reporter: insyte auto-guard IV catheter safety mechanism fails to retract the needle. Only one patient was impacted, no additional medical intervention was required, they simply needed additional hands to retract the needle from the catheter safely. They pulled a few additional insyte auto-guard catheters from their packaging and tested the safety mechanism; however the safety failed to retract the needle on those as well.